Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and it was observed that a portion of the tube was chipped. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that a part of the bd vacutainer® naf n2e plus blood collection tube was found chipped before use. The following information was provided by the initial reporter, translated from japanese to english: "the printing part of the tube was chipped."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a part of the bd vacutainer® naf n2e plus blood collection tube was found chipped before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the printing part of the tube was chipped."